Event description:
Information was received from a consumer (con) regarding the patient receiving clonidine (dosage/concentration was not available) morphine (dosage/concentration was not available) implantable pump. The indication for use was non-malignant pain. It was reported that the patient representative stated since (B)(6) 2023 the patient was 'doing things to hurt himself' and 'is so messed up that he could not give himself a bolus. He went to the emergency room (ER) last night.' The patient stated they have not heard the pump alarm. The patient services (ps) assisted the patient in connecting to pump, and the patient received a bolus successfully. The patient confirmed 'no active alerts.' The patient stated 'he's giving all the signs that it was the pump was not working. The last pump did not alarm but we had to wait two weeks before it was replaced. The patient representative added 'he went crazy and walked into our pond. For the most part, the pump's been good. When it was not working, he loses his mind like he has for the last three pumps,' the patient representative mentioned the patient has panic attacks 'pretty easily' if patient felt they could not breathe and on (B)(6) 2023 received ativan 'so he wouldn't panic' after they had 'something' removed from the upper right side of their nose. The patient representative added, 'we got home, and all the craziness started and it's like it never stopped. On sunday, he started acting out very differently than the other time'.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.